Event description:
A report was received involving pro osteon implant 500 granules. It was reported that the pro osteon granules were used in the repair of a comminuted calcaneal fracture. Subsequently, the pt developed wound necrosis at the incision site, which was cultured and tested positive for staphylococcus epidermidis and enterobacter. The pt was placed on a course of intravenous antibiotics and appeared to be doing well for six to seven weeks. The pt continued to have wound healing problems and infection developed around the soft tissue. The pt then saw dr. Dr. Debrided and irrigated the wound, however, the pt continued to show signs of infection. Therefore, within the last two months, dr. Removed the plate and graft and packed the area with antibiotic beads. Dr. Reported that the pro osteon was fully incorporated before it was removed, and that he did not see any evidence of infection involving the pro osteon, therefore, he did not culture it. Dr. Also stated that the pro osteon was not the cause of the infection, but was the result of a wound healing complication.